Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. There were two peripheral nodules for biopsy (one in the medial area at the base of the lung (2.2 x 1.5 cm) and one in the 1.5 cm x 1.0 cm in lingula periphery). Nodule #1 abutted the medial pleura and base at the diaphragm. The distance to the pleural border was marked at 24 mm. Anesthesia was requested to provide a breath-hold during the rebus confirmation and biopsy to reduce the risk of a pneumothorax, but the physician still considered this a higher risk. Post procedure, the patient experienced mild chest heaviness and a chest x-ray identified a pneumothorax. A chest tube was immediately placed at the bedside with good lung expansion. Per the physician, there was an "episode" which may have contributed to the pneumothorax and that the pneumothorax most likely resulted due to the size and location of the nodule. The patient was hospitalized for a total of 2 days then discharged home stable and doing fine. The diagnosis was adenocarcinoma pulmonary (t4 disease since both nodules had malignancy in ipsilateral lung but different lobes).

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.